Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, likely electrocautery, on both the right ventricular (rv) and right atrial (ra) channels, resulting in inappropriate anti-tachycardia pacing (atp). A left fistula was placed on the date and time of the oversensing. Technical services (ts) was contacted by the health care professional, and ts discussed programming options. The ICD system remains in service. No adverse patient effects were reported.